Manufacturer narrative:
All three instruments have been investigated. On 6-2-2017 an ortho field engineer (fe) arrived at the customer site and performed the following: fe verified the camera settings was in the range of 101 to 128 and current setting was at 116 for two of the three provues and 117 on the third provue. Verified the spinners operation to make sure red cells are being suspended. Fe also verified the expected volumes and all were in range checked connections on dilator and all were tight, reviewed tiff pictures and images were clean, sharp and straight. Customer ran controls and all controls passed as expected.

Event description:
One (1) out of 3. Customer reporting an incident of false negative result for antibody screen tested on provue (B)(4). Testing was repeated using manual gel method and results were positive(1+) with both screening cells. Additional testing using ficin treated cells, anti-d identified (2+). Customer then tested sample in question on provue serial # (B)(4) and still reporting negative result for abs screen. All testing were performed with the same lot # of screening cells and gel cards. According to customer, on (B)(4) 2017, sample from pregnant female was tested on provue serial # (B)(4). (Site had no prior history for patient in question). Antibody screen test was reported as negative. Mom gave birth and baby's blood type was group a with positive dat. To rule out abd incompatibility, elution was performed and anti-d was eluted from cord sample) (3+ positive). During investigation, customer then decided to repeat antibody screen on mom's sample. With manual gel testing of sample, abs was positive (1+). Customer then performed antibody ID using panel c ( both treated and untreated cells ) and anti-d was identified. Customer then decided to repeat the antibody screen test on the other two provue and again saw negative result.